Event description:
Immediately after dialysis commenced a blood leak occurred with first use of dialyzer. 2/9-spoke with chief technologist at facility. Reports that the leak occurred just after the intitiation of the treatment. The health care professional reported that the machine alarmed and it was noted that the dialysate was pink colored. This is a first use-dry pack dialyzer. Reports that only the dialyzer was discarded. A new dialyzer was primed and then attached to the existing bloodlines. Chief technologist reports that the estimated blood loss as 98cc (the priming a volume of the dialyzer). Reports that the pt was stable and did not require any medical intervention. The dialyzer was discharded on the day of the event. A medwatch form has been filed based on blood loss only.